Event description:
During an afib pulsed field ablation procedure, a pericardial effusion occurred that required a pericardiocentesis and eventually surgery. The patient had a supreme quad placed in the right ventricle (rv), a viewflex ice catheter (reprocessed by stryker) used to visualize the heart, and a transeptal access. As the reprocessed catheter was advanced to the heart, a baseline effusion was noted with the ice catheter in the rv. Transseptal proceeded and a non-abbott sheath (faradrive) was advanced and then crossed into the left atrium (la). Post transeptal, an ice sweep of the rv and left ventricle (lv) was done and noted there was no change in the effusion. A map of the la was done with the advisor hd grid and then removed the hd grid to start ablation with the non-abbott (farawave) catheter. When the farawave catheter was inserted, a large impedance shift was noted in the map, which was compensated for and shifted everything to line back up with the cs shadow. Post ablation, an hd grid map was done to show that the block had been achieved in all the veins and the posterior wall. The patient went into atrial flutter (afl), so the la was mapped. The patient had an arterial line in the radial artery, and it was noted that his blood pressure did not tolerate the afl very well. The circuit was showing it was probably typical afl in the right atrium (ra), so everything was pulled back to the ra and mapping was started. Approximately one minute into the map, the patient's pressure continued to drop. The patient was cardioverted, and an effusion was noted in the lv, which was much larger than baseline. At that point, the cath lab team came in to do a pericardial tap and drain the effusion to stabilize the patient. The patient went to recovery, however, over the next few hours, blood was still draining, and the patient was transferred to surgery and the patient is recovering.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement